Event description:
It was reported that the patient was implanted with an advance sling in 2005. The patient began to become incontinent again in the last few years. There were no issues or malfunctions with the sling. The patient was implanted with an aus device consisting of a 3.5cm cuff, 61-70 cm h2o balloon and pump and was recovering following the surgery.